Event description:
Other devices in use: 1) monitor 2) arrythemia computer 3) transmiter 4) monitor lead 5) receiver 6) patient information center. Patient was on telemetry monitoring. The "lead off" alarm was heard and on investigation an unknown number of electrodes were found off and the patient was in cardiac arrest. Resuscitation was attempted without success. The electrodes had been taped on alsodevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was destroyed/disposed of.